Event description:
Retained foreign body - during arthroscopic shoulder surgery, a bead from the radiofrequency device detached. The surgeon was unable to safely retrieve it arthroscopically, so intraoperatively it was decided to leave it within the synovium of the axillary pouch where it was last seen.